Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted to the hospital for an unrelated issue and the patient underwent an unrelated procedure. During the procedure, the right atrial lead was tested through the pacing system analyzer and exhibited high impedance. The lead was capped on (B)(4) 2018, and was replaced successfully. The patient was stable throughout the procedure.